Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer changed out the cartridge and tubing. The customer reconnected the tubing to the luer lock and was able to complete load and resume insulin delivery. It was also reported that the customer's fill estimate was inaccurate. The customer reloaded the cartridge and was able to receive an accurate fill estimate. There was no impact to the customer's blood glucose level.